Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and discussed that the device should be replaced emergently. At this time the crt-p remains in service and no adverse patient effects have been reported. Attempts to obtain initial reporter information along with possible resolution are being made. At this time no further information is available. Additional information was received that the patient was sent to a different facility for replacement. It is unknown if replacement has occurred to date. Additional information was received that the crt-p was explanted and returned for analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and discussed that the device should be replaced emergently. At this time the crt-p remains in service and no adverse patient effects have been reported. Attempts to obtain initial reporter information along with possible resolution are being made. At this time no further information is available. Additional information was received that the patient was sent to a different facility for replacement. It is unknown if replacement has occurred to date. Additional information was received that the crt-p was explanted and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and discussed that the device should be replaced emergently. At this time the crt-p remains in service and no adverse patient effects have been reported. Attempts to obtain initial reporter information along with possible resolution are being made. At this time no further information is available.